Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified distal left circumflex artery (lcx). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after the device crossed the lesion without issue, the balloon ruptured at 6 atm upon initial inflation. The procedure was completed using a different device, and no patient complications were reported.